Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and corrected information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations. Device is used for treatment. Medical records were not provided. With the available information, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay corrected information. D10 - cem const lnr 58 x 36 item#00-7115-058-36, lot#65050809. Avenir muller stem 4 standard item#01.06010.004, lot#3123981. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). D10 ¿ cem const lnr 58 x 36 item#00-7115-058-36 lot#: 65050809. G2 ¿ foreign ¿ australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that patient underwent revision surgery due to dislocation approximately four (4) days after initial hip arthroplasty. Due diligence is in progress for this complaint; to date no additional information or product has been received.